Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this the right atrial (ra) lead was exhibiting noise. It was also reported that the right ventricular (rv) lead exhibited high shocking impedance measurements greater than 125 ohms. A chest x-ray revealed this patient's right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were damaged. An extraction procedure was performed which revealed that the implanting physician had sutured the ra lead to the lv lead and the lv lead to the rv lead. It was reported that the sutures had worn through the suture sleeves. During the extraction procedure the subclavian was split. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned segments of the lead were thoroughly inspected and analyzed. Two segments of the lead were returned; severed 20 cm from the terminal pin and 10 cm from the lead tip. There was no damage related to the clinical observations on either of the segments. The lead tip and helix mechanism appeared to be intact. Resistance and pressure tests were completed for the terminal pin segment to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. These tests were unable to be completed for the lead tip segment. Laboratory analysis was unable to confirm the clinical observations with the lead segments returned.